Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported separation. It may be possible that inadvertent mishandling occurred during removal of the packaging; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was retained by the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middleweight universal ii guide wire separated into two pieces after being removed from the packaging. No damage was noted to the packaging and no resistance was noted during removal from the packaging. The device was not used and there was no reported clinically significant delay in the procedure. Another unspecified guide wire was used to complete the procedure. No additional information was provided.